Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw.silver reciproc stopped often during treatment. No injury occurred. We do not know exactly how many patients are affected, therefore we have created another case for this event. Case 2 of 2.

Manufacturer narrative:
Siroforce no. 8001368662: provided accessories: charging unit (30120-0174560), contra angle (55291), micro motor with cable (smr2386867), foot control (220567). Diagnosis: battery defect (h:4:30:19, s:489, f:262: device was charged 489x. Enough would have been 3x: battery overcharged, misuse). Needed service for repair: vr01103000900 battery recycko 1.000. Sf2 service fee 2 1.000 . All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.